Event description:
Reporter alleged the blood glucose monitoring device generated a result which is a value outside the reading range of meter. Reporter stated the device result was 862 mg/dl and he called the paramedics. Reporter stated paramedics device result was 84 mg/dl. Reporter indicated being unable to locate the 862 mg/dl result in the device memory and no treatment was received from paramedics. A request was made for the return of the suspect device and replacement product was sent.